Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.

Event description:
Philips received a complaint from a customer that during a procedure the hemodynamic information display got distorted and locked up. The patient died on the table.

Manufacturer narrative:
Philips has investigated this incident and we conclude that the room was in preparation for an upgrade from the xper pm5 to xper flexcardio. The old xper pm5 system was removed and the xper flexcardio was connected in a test setup. To remove the image shift on the screen the flexvision was recalibrated to work with the xper flex cardio. During this upgrade the customer had an emergency patient and reclaimed the room. The xper flexcardio was removed and the xper pm5 was reconnected. However the flexvision screen was not recalibrated. During the procedure the hemodynamics viewport on the flexvision became jittery and locked up. The hospital cath lab technician turned around the slave monitor in the control room so it was visible from inside the exam room. The doctors were able to see the hemodynamic information and decided to continue with the procedure. No alternate source was used for monitoring. Unfortunately during the procedure the patient passed away. After the procedure the upgrade was completed and the system is working according to specifications. The jittery screen was caused because the upgrade of the pm5 to the xper flexcardio system was interrupted. The interrupt took place when the flexvision was already calibrated for the xper flexcardio video signal. This calibration was performed by the cardio vascular field service engineer, who could not be available in time to reverse the flexvision calibration to the pm5 video signal. Therefore the installation process of the pm5 could not be completed before the start of the emergency procedure. The issue described is about the integration of the pm5 system and the allura xper system. Displaying the homodynamic information on the large screen is not part of the essential performance of either system. Without this feature one can safely perform a procedure as the information is still available on the pm5 system (monitor in the control room). Because both systems can work separated from each other and the fact that we only know of this occurrence where an upgrade has been interrupted resulting in a locked up homodynamic display we will not take any further actions regarding this matter. (B)(4).

Event description:
Philips received a complaint from a customer that during a procedure the hemodynamic information display got distorted and locked up. The patient deceased on the table.